Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the portex epidural filter became disconnected from the portex epidural nrfit connector during infusion. A period of inadequate analgesia occurred, likely due to interrupted delivery of the epidural medication. A clinician-administered bolus was given, resulting in improved pain relief. There was patient involvement, and no patient harm was reported.